Event description:
The event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the tubing had malfunctioned. No further information was provided. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Received one used list #146870489 primary plum set attached to one an extension set w/ piercing pin and additive port and a sodium chloride bag. As received the secondary port clave was observed to have a stick down. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted on any of the sets. The same test was repeated on the secondary port using the returned mating device. The set had a proximal air in line alarm. The secondary port clave was disassembled in attempts to identify the cause of the stick down. Seal tearing and a bent spike with flash was observed. The complaint of tubing malfunction can be confirmed due to the stick down observed resulting in a pump alarm. The probable cause of the stick down is due to a molding error in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.